Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that remote monitoring of this implantable cardioverter defibrillator (ICD) system revealed a high out-of-range shock impedance measurement of 125 ohms on the right ventricular (rv) defibrillation lead. Technical services (ts) referred the patient to the clinic. Additional information received reported that no troubleshooting was performed, however an in-range measurement of 95 ohms was obtained. This ICD and rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.